Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 449 mg/dl and the current blood glucose 338 mg/dl. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.